Event description:
A customer reported to fresenius mexico that a 2008k2 machine's liquid dialyzer temperature was not programmed. That if they put 36, it would stay at 37 (unspecified unit of measurement). They reported that the patient experienced low blood pressure and a blood leak (unspecified volume). The patient did not complete treatment on the same machine. A fresenius mexico technician was scheduled to service the reported machine. There was no adverse event nor serious injury as a result of the reported event. Upon follow up, it was reported a biomedical technician reviewed the machine. They inspected samples of the crude water, the pre-treated water, reverse osmosis water, and from the reservoir. They found the water temperature was elevated. It was noted that the air conditioning in the treatment area was broken and the temperature was elevated. At this time no repair was completed and definitive cause was not identified. Fresenius mexico indicated there was no further information available.

Manufacturer narrative:
Corrected information: h6: impact and clinical codes updated for hypotension plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The manufacturing records associated with the serialized device were reviewed by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event could not be confirmed and a cause was not identified.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The manufacturing records associated with the serialized device were reviewed by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event could not be confirmed and a cause was not identified.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine's liquid dialyzer temperature was not programmed. That if they put 36, it would stay at 37 (unspecified unit of measurement). They reported that the patient experienced low blood pressure and a blood leak (unspecified volume). The patient did not complete treatment on the same machine. A fresenius mexico technician was scheduled to service the reported machine. There was no adverse event nor serious injury as a result of the reported event. Upon follow up, it was reported a biomedical technician reviewed the machine. They inspected samples of the crude water, the pre-treated water, reverse osmosis water, and from the reservoir. They found the water temperature was elevated. It was noted that the air conditioning in the treatment area was broken and the temperature was elevated. At this time no repair was completed and definitive cause was not identified. Fresenius mexico indicated there was no further information available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(6) that a 2008k2 machine's liquid dialyzer temperature was not programmed. That if they put 36, it would stay at 37 (unspecified unit of measurement). They reported that the patient experienced low blood pressure and a blood leak (unspecified volume). The patient did not complete treatment on the same machine. A fresenius (B)(6) technician was scheduled to service the reported machine. There was no adverse event nor serious injury as a result of the reported event. Upon follow up, it was reported a biomedical technician reviewed the machine. They inspected samples of the crude water, the pre-treated water, reverse osmosis water, and from the reservoir. They found the water temperature was elevated. It was noted that the air conditioning in the treatment area was broken and the temperature was elevated. At this time no repair was completed and definitive cause was not identified. Fresenius (B)(6) indicated there was no further information available.